Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a ruptured abdominal aortic aneurysm. There was an aneurx 28x28x40 aortic cuff and endurant 28x28x49 (most proximally) aortic cuff were implanted to treat the migrated bifurcated stent graft that also had a proximal type I endoleak. The patient developed a recurrent proximal type I endoleak secondary to aortic dilatation above the previous stent graft sites. The patient had aptus staples placed in an effort to alleviate the endoleak but repair was unsuccessful. A recent CT revealed the following patient anatomy. Currently the aneurysm is 10.5 cm in diameter, and the vessels are small in diameter with severe calcification. There is vessel disease progression with aortic neck dilatation. The aortic neck is currently 34 mm in diameter and has 90 degree angulation. The patient was current with follow up appointments. The proximal to existing grafts in the aorta measured 32-35mm (renal to celiac) for approximately 1cm. It was reported that a valiant 40x40x60 was selected for treatment of a proximal type I endoleak of the endurant 28x28x19 aortic cuff. The valiant 40x40x60 cuff could not be advanced to the intended landing zone due to the small severely calcified vessels. The physician used angioplasty, dottering and graft extension however still unable to advance the device to the intended landing zone. The 40x40x60 delivery system was removed from the patient and not used. The physician decided to use an endurant 36x36x70 with bilateral renal snorkels (a 6mmx38mm bare metal stent for the left and a 7mmx38mm bare metal stent on right.) The post angiogram showed the same proximal type I endoleak. The patient has not received treatment and will not receive treatment. The physician made no such statement regarding if the event was related to the device or the procedure. No additional clinical sequelae were reported and the patient is fine. Review of cta¿s from approximately 6 years post-implant revealed that the endurant aortic cuff was positioned just below the lowest right renal artery within the angulated neck. The stent graft proximal outer diameter is 28mm and the aortic neck diameter below the renal arteries is 34mm. There is contrast in the sac from a likely proximal type I endoleak. The proximal aortic neck and aortic body is currently angulated 90 deg a-p to the iliac limbs. The flow lumen diameter at the level of the sma is 33mm. The aneurx bifurcate is approximately 1cm below the cuff; the ipsilateral limb and extension were positioned within the left common iliac artery, and the contra limb and extension into the right common iliac artery. Both limbs were patent. The max diameter aaa is currently 10.5cm. The iliac arteries measured approximately 8mm in diameter, and were calcified and moderately tortuous. The exact cause of the aneurx migration and endurant cuff proximal type I endoleak is uncertain. Earlier post-implant images were not provided. It is likely the diseases progression with neck dilation and angulated neck contributed to the events. Recent imaging of the intervention was not available for review. The likely cause of the valiant positioning difficulties may be due to the small and calcified access vessels. The cause of the residual proximal type I endoleak could not be determined.

Manufacturer narrative:
(B)(4).